Event description:
Information was received indicating that a smiths medical cadd cassette reservoir leaked. It was also reported that the cassette started leaking when it was being pumped. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Pictures os the devices were received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.